Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator delivered inappropriate anti-tachycardia pacing during a supra-ventricular tachycardia. The algorithm indicated that the ventricular rate was greater than the atrial rate due to intermittent atrial undersensing during ventricular blanking. No changes were made but medication was added. The patient was fine.